Manufacturer narrative:
D2b pro code (product code): dqy, lit. E1 initial reporter city: (B)(6). G4 premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon fifth inflation at 8 atmospheres for 60 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.